Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 250 to 541mg/dl and the pump alarmed no delivery. Customer treated with a bolus. Troubleshooting found that the pump alarmed no reservoir during the displacement test. Customer indicated that more than one reservoir was used and their high blood glucose was still high. Customer also indicated that the no delivery alarm cannot be cleared even after an infusion set change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer was also advised that the pump would be replaced. Customer indicated that they would call back later for further troubleshooting.